Event description:
It was reported the patient's scs ipg pocket was revised. Reportedly, the patient complained of ipg pocket site discomfort. During the procedure the physician moved the patient's scs ipg lower.